Event description:
The customer reported that the 9900 system had a kilovolt and milliamp error prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, battery pack, backplane, high voltage tank, generator interface board, and filament drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.